Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. Pump underwent three separate delivery accuracy tests, all of which were within the pump's delivery accuracy manufacturing specifications. Customer's reported complaint was unable to be confirmed.

Event description:
Information was received that a cadd prizm vip pump had o ver-infused. No patient adverse effects were reported.

Event description:
Customer response: discovered during testing, no patient involvement.